Event description:
I had laser surgery on my eyes about 10-11 years ago at the (B)(6). I am now having a lot of problems with the cornea in my left eye. My eye doctor said I should report it to you. He is treating me for corneal ectasia.